Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during watchman left atrial appendage closure (laac) procedure, a versacross large access solution kit was selected for use. The rf wire was advanced to superior vena cava (svc) and the dilator was advanced over the wire. It was noted that the device was difficult to advance past the groin. The physician then removed the device both the dilator and wire were noted bent. The dilator also appeared frayed. Thus, a new kit was opened, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.